Manufacturer narrative:
The device was returned and an investigation was performed. Visual inspection found the device's outflow cage bent and confirmed the reported catheter detachment. The failure was reproduced with excessive force. Not including the bent outflow cage, there was no other evidence of device failure. Therefore, we believe the cause of the reported issue was a deformed outflow cage that led to the physician using excessive force, leading to the breakage.

Manufacturer narrative:
The impella rp was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction (ami/cgs) and cardiogenic shock. During delivery, the guidewire fell out of place and the pump was pulled back in order to re-attempt delivery. In the process of pulling back the device, the pump broke off within the 23 fr introducer and required a surgical snare for removal. The event resulted in blood loss that required 2 units of blood product delivered. The patient was inserted with a new rp, but ultimately expired. The cause of death was noted as cgs, however, it's alleged the blood lost with the original rp contributed to this patient's outcome.